Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water leaked out from the catheter.

Manufacturer narrative:
Received only catheter. The reported event was confirmed; however, the cause is unknown. Per visual inspection, an irregular balloon burst was noted. No pieces of sac were missing. Per functional testing, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. A microscopic examination found no conditions that could be associated with the reported event. The dimensional evaluation were as follow: eye snip length: 3/32¿, inflation lumen coverage:11 thou, balloon thickness: 21 thou, burst initiated from bottom collar of sac: 2cm. Per the tactile evaluation, the balloon's thickness measured 21 thou. In addition, the edges of the burst area was swollen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]" (B)(4).

Event description:
It was reported that water leaked out from the catheter. Per additional information, the evaluation found a burst balloon and no missing pieces.